Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not responding. A technical support specialist assisted customers with performing station reboot to resolve the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis ciisafe system was stuck on the blue screen. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.